Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. Review of manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. Customer complaint cannot be confirmed based on the information received. The device sample is needed to confirm the complaint and determine a root cause. It the device becomes available at a later date, this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "the nurse noticed whilst changing the aquapack of a patient that the aquapack was not bubbling when the flow is under 2 litters per minute. She checked all the connections and used a second device. The same issue happened." Customer reports then another device from a different lot number was used with no further issue. There was no report of patient harm. For additional device event reported see MFR rpt #1417411-2018-00083.